Event description:
It was reported that the caller experienced a cgm error. There was no adverse impact to the customer's blood glucose level. After receiving guidance from technical support, the caller performed a pump reset, and the cgm error did not reappear, allowing them to successfully start their sensor session.